Event description:
The customer reported that the zosyn secondary infusion was flowing up into primary IV bag during infusion. The user visualized the secondary rate dripping fast and saw the primary bag filling up. No pt harm or med intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.